Event description:
It was reported that during the implant procedure the implanter had a problem inserting the lead into the connector block. The set screw could not be engaged as well. The device was not implanted and a different device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4), the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the implanter had a problem inserting the lead into the connector block. The set screw could not be engaged as well. The device was not implanted and a different device was used. No patient complications have been reported as a result of this event.